Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Phone number: (B)(6). The field service specialist (fss) visited customer to inspect the unit. Fss confirmed the reported issue and found the irrigation/aspiration (I/a) tip, model no. Om05510116, lot 053157 to be clogged. Fss cleaned the I/a tip, checked the vacuum and the issue was resolved. Fss performed all system checklist and calibrations, which the unit passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported low vacuum performance during surgery / during irrigation/aspiration (I/a) mode only. In troubleshooting, two (2) or three (3) opo71 phaco tubing packs were replaced, which resolved the issue. It was reported that the patient treatments were delayed for ten (10) minutes. There was no patient injury / medical intervention reported.